Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the pulsed field ablation procedure, an attempt was made to remove air after inserting the sheath into the patient. However, persistent air aspiration occurred from the sheath hemostatic valve. The sheath was replaced, and the procedure was completed with no adverse health consequences to the patient.